Event description:
Additional info reported pt's original dose was 18mg/day of dilaudid with previous pump and physician ordered her new pump to be programmed at 9mg/day. Later that day, pt had gone to emergency room (ER) with symptoms of sedation, nausea, vomiting, severe headache, and achiness. Pt had not had intrathecal dilaudid since approx (B)(6) 2010. Husband stated she was "glassy-eyed". The physician phoned a verbal order to the emergency room to reduce the dose to 6mg/day. The pump was replaced/implanted a few days later. Info was initially reported under manufacturer report # 3004209178201006894. See listed report # for previously reported info regarding pump.

Manufacturer narrative:
(B)(4).